Event description:
It was reported that an ht70 plus ventilator's screen froze during service. There was no patient involvement at the time of the reported issue. An investigation was performed on the unit and the reported condition was confirmed. To address the issue, the single board computer (sbc) printed circuit board (pcb) was replaced. The unit passed all testing and operated within the manufacturing specifications.